Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.

Event description:
On (B)(6) 2014, the patient reported the infusion device shut-down without providing an error message and now will not turn on. There are no signs of humidity, corrosion, or dirt in the battery compartment. She inserted a new alkaline battery, but this did not resolve the issue. The infusion device, battery, and battery cover were replaced and requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.